Manufacturer narrative:
Product analysis: confirmed the customer comment that the programmer could not be powered on. The out of spec power supply was replaced from salvage inventory. The worn out lower case was replaced. The hard drive was reconfigured and the software was reloaded. There were no other anomalies found. The device then passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a programmer spontaneously powered off prior to use in a case. The device was unable to be powered back up using different power cords. It was also noted that the power outlets were checked and tested. The device returned for servicing. There was no patient involvement.